Manufacturer narrative:
The rod will not be returning for evaluation. X-ray images confirm the broken pin, which can also lead to the reported positioning, but the reported metallosis cannot be confirmed. It was reported the patient did not engage in any strenuous activities. No photographs or additional information have been made available. A definitive root cause is unable to be determined at this time due to lack of device return and patient/event information/images. Device records review: a review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during a removal procedure for a definitive fusion after the patient had achieved full spinal growth, the rod was found to be positioning and there were signs of metallosis. Additionally, it was reported x-rays showed the rod had a broken pin. No further patient impact was reported. It was also reported the patient did not engage in strenuous activities. No additional information is available.